Event description:
No additional information.

Manufacturer narrative:
Forty samples and three photos were provided to our quality team for investigation. A visual inspection was performed. No excess or dried silicone was observed in any of the samples received. All samples have a slight discoloration on the barrel tip which does not affect form, fit or function. The condition observed is acceptable per product specification. Since the defects observed are considered cosmetic and acceptable, no corrective actions are necessary at this time. Furthermore, a device history record review was completed for provided lot number 3241635 and 3241633. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 301025 lot: 3241635 it was reported that the bd syringe 1ml s/t bns had silicone visible. The following information was provided by the initial reporter: "on may 27th 2024, at barrancas plant, during the incoming inspection of material k-08800-004a lot 33p24d0027 qty (B)(4) ea, it was detected that the material contains excess of silicone. Sample is 200, reject with 4 ea and 45 ea were found with excess for silicone."